Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ preanalytical systems tube was fill up to 2 ml out of 4 ml tube. Customer¿s verbatim: ¿customer was inquiring about receiving 2 ml in a 4 ml tube.¿

Event description:
It was reported that an bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube was fill up to 2 ml out of 4 ml tube. Customer¿s verbatim: ¿ customer was inquiring about receiving 2 ml in a 4 ml tube. ¿

Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: it was reported that an bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube was fill up to 2 ml out of 4 ml tube. Customer¿s verbatim: ¿ customer was inquiring about receiving 2 ml in a 4 ml tube. ¿ medical device brand name: bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Medical device catalog #: 367861. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: bk050036. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.